Event description:
The hcp returned the pump for analysis due to a nonfunctioning implanted pump. Hcp stated the patient had increased pain, and reservoir volume was 19 ml, instead of 7.7 ml that was expected in 2001 refill visit. The patient had pump and catheter explanted and replaced. The patient is doing well in 2002 follow up visit.